Event description:
Patient was in office in out-patient setting to undergo injection of dextrose 50% into buttock area just about the greater trochanteric on the left side. The syringe was pulled out but the needle did not resurface. The patient was transferred to (B)(6) emergency department by physician who was performing the procedure and admitted to the hospital that evening. Patient stayed overnight in hospital and underwent surgery under general anesthesia on friday, (B)(6) 2023 at 12:30pm to have the needle removed. The patient was released from (B)(6) hospital by 5pm on the same day without complications or restrictions according to report from his parent. The manufacturer of needle, (B)(6) has also been informed of this incident with their needle. We have pulled all of the lot for this specific needle from our stock. The needle is currently still in the care of (B)(6) hospital. The syringe and the plastic part of the needle are in our possession.